Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 235cc mentor memorygel breast implants experienced left sided rupture and right sided scar tissue post procedure. As a result, patient has a planned explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 24, 2021, mentor became aware that patient also developed bilateral capsular contracture baker grade IV and right sided breast cyst post procedure. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV. On march 4, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on march 4, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mod classic gel, 235cc breast implant. Additionally developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 235cc breast implant was found to be rupture and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).